Manufacturer narrative:
Section b2: outcomes corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to a driveline disconnect event. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined. The submitted controller event log file contained events from 20mar2025 ¿ 24mar2025. The pump appeared to be operating as intended until the driveline was disconnected at 11:44:11 on 23mar2025, resulting in a pump stop. The driveline was reconnected at 11:45:39, and the pump appeared to ramp back up to the stored patient speed and resumed operation without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. Incidental findings: the left ventricular assist device (lvad) event log file captured two pump reset events on 23mar2025 with the default timestamp, the first of which was not captured in the controller event log file. It appears that the pump had been connected to a different controller at this time and that a controller exchange likely occurred; however, the root cause for this pump reset is ultimately unknown. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the critical care unit (ccu) with gastrointestinal (gi) bleed and had an accidental driveline disconnect. The log file confirmed the driveline disconnect on 23mar2025 at 11:44:11. The patient was connected to the power module when the driveline disconnect occurred. Also, there are no alarms prior to the driveline disconnect. Before and after the driveline disconnect, there were no pump function issues. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.